Event description:
Reportedly, a valve was explanted after an implant duration of approximately 2 years due to infective endocarditis (ie). The customer reported the following: a 23mm aortic valve was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) in 2011. Mitral valvuloplasty (mvp), tricuspid annuloplasty (tap), maze surgery and coronary artery bypass grafting (CABG) on a rami were also performed during the same surgery. On (B)(6) 2013, the valve was explanted and replaced with another 23mm valve. The patient condition was reported as 'recovered' as of (B)(6) 2013. The customer disassociated the device from the event (not the source of the infection). The device will not be returned for evaluation due to infection. Echo report will not be provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review cannot be done because the serial number of the device is unknown. The device will not be returned by the customer due to infection. The source and type of information were not disclosed by the health care provider; however, it has been indicated by the customer that the valve was not the source of the infection. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon has indicated that the valve was not the source of the infection and has disassociated the device.